Event description:
Pt was placed with a PICC line through left basilica vein on (B)(6) 2011 for the purpose of chemotherapy. Length of insertion is 54cm and upper-arm circumference is 23.5cm. On (B)(6) 2011, the insertion place shows red and swollen for the area of 3cm. No symptomatic treatment. On (B)(6) 2012, the pt was diagnosed as venous thrombosis with the help of ultrasound. After 4 days of anticoagulant therapy with warfarin (2.5 mg,qd), the upper-arm circumference turned 29cm. On (B)(6) 2012, the catheter was pulled out. From (B)(6), the pt was given nadroparin calcium ("subining" 0.4mg qd). On (B)(6), the pt was out of hospital with continuous anticoagulant therapy (warfarin 2.5mg qd and aspirin 100 mg qd), after a month therapy, venous thrombosis vanished and the pt was recovered on the date of (B)(6) 2012.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revg1336 showed no other similar product complaint(s) from this lot number.